Event description:
A (B)(6) subtrochanteric left femur fracture in (B)(6) 2014, treated with synthes intramedullary fixation. In (B)(6) 2014, seen in ER with complaint of left hip pain, said she stood up and had sharp pain in back of left leg and unable to bear weight. X-ray at that time showed questionable fracture of screw. F/u x-rays confirmed fracture of screw. Physician states patient has been at nonunion for some time.